Event description:
It was reported that the customer experienced a blood glucose (bg) level of 430 mg/dl. The cause of elevated bg was unknown. Elevated bg was addressed by manual insulin injection. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released the next day (B)(6) 2026 with the issue resolved and no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy.